Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics. Unable to perform idle, run current, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor, mini link transmitter, bg meter test or verify excessive no delivery alarm off no power, battery out limit, weak battery, low battery alarm due to blank display. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences however, were in the acceptable range. The customer indicated that their blood glucose was 200 to 280 mg/dl. Troubleshooting found that the batteries were not lasting more than 1 week and the customer previously received a replacement battery cap, which did not resolve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.